Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported to be possibly related to the use of a bear hugger device in the operating room during an unspecified eye surgery. However, as the cause of the peritonitis event was unable to be confirmed; the cause of the peritonitis event will conservatively be assessed as unknown. It was reported the patient was not hospitalized for the event. Treatment was provided at ¿the clinic¿ and consisted of intraperitoneal levaquin, every other day for approximately 4 four weeks (dosage was not reported). At the time of this report the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.